Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and customer technical support provided instructions to the caller on how to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with an understanding to call back if the issue happened again.